Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that one day post implant the right atrial (ra) lead exhibited loss of capture, failure to sense and dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.